Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort at the ipg pocket site whether stimulation was turned on or turned off. Subsequently, the patient underwent surgical intervention where the ipg pocket was revised. It was noted the physician opened the ipg pocket, removed the patient's scar tissue and closed the incision. The patient's stimulation was restored postoperative.